Event description:
It was reported that the patient had the implantable pulse generator (ipg) explanted the same day it was put in, stating that they could not do it. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient had the implantable pulse generator (ipg) explanted the same day it was put in, stating that they could not do it. No further information could be obtained despite good faith efforts. Additional information received stated that the case was aborted due to inability to place the leads and other anesthesia related issues. Surgery center did not release product into our care.